Event description:
Ligasure handle would not engage; the device failed on the first attempt.======================manufacturer response for tissue fusion system, ligasure advance======================they will evaluate the instrument and replace it.